Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and could not confirm the reported problem that wireless footswitch has connection problem. Upon testing fse identified that battery indicator was blue and wi-fi indicator was blinking red and the issue was with connectivity. To resolve the issue fse reseated and reconnected the wfs with the base station and the system started working as intended. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that the device's wireless footswitch had a connection problem. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.